Manufacturer narrative:
Correction: upon review, the pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received stating during surgical intervention it was found that a header anomaly was the suspected root cause of the event. There is no allegation of malfunction on this product.

Event description:
Related manufacturer number: 2017865-2021-29460. During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) lead. Clavicular crush related lead insulation damage is suspected to be the cause of the event. Abbott recommended performing pocket and lead provocation testing, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.